Event description:
Information was received indicating that one day following tubing change, leaking at the filter site occurred to a smiths medical cadd® extension set. The patient was noted to switch to other tubing without interruption. There were no reported adverse effects.

Event description:
No patient or clinician injury associated with this occurance.

Manufacturer narrative:
One cadd extension set was returned for analysis in used condition. Visual inspection of the extension set found no discrepancies. Functional testing included leak testing. Leak test was performed using hydrostat vessel. There was a leak detected in the air vent of the filter. The customer's reported problem was able to be duplicated. The design history review was performed. Based on the evidence, the complaint was confirmed. The most probable root cause was identified damage after the product left smiths medical manufacturing facilities. The customer received damaged filter from the supplier.